Event description:
Pt calling into report that her pump (sn (B)(4) maintenance due 7/9/2019) displayed an error of 1720 when she was programming it and then she took out the batteries and turned it back on and the error went away. She said that the error showed again but then she took out the batteries and turned it back on and again it was gone. She reported that she is currently using this pump and it is running fine. Dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.